Event description:
It was reported that the patient underwent an initial procedure with an intramedullary nail, and the #5 proximal screw was backed out approximately 1 month postoperatively. The patient remained under clinical observation, and no revision was planned. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). 3207887. D10. Ann blunt tip screw 4 x 56 mm item# 47248605640 lot# 3207887. G2: foreign: event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.